Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The device system was delivering fentanyl and bupivacaine. The unit of measurement for the drug dose and concentration was entered incorrectly into the physician programmer. The unit of measure should have been mcg for the fentanyl, but was entered as mg. The clinic nurse was notified and the programming was corrected. The patient was not affected by the incorrect units.